Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance and sensor passed per specifications. Performed bicarbonate buffer test and sensor failed per specification due to high readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 500 mg/dl and sensor glucose value was 75 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was below 75 mg/dl. The suspend on low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will be returned for analysis.